Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not received at the manufacturing facility. A DHR (device history record) review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. No corrective action can be established this time since the defective sample and batch number are not available for eval.

Event description:
The complaint was reported as: the complaint alleges that the circuit leaked during the pre-test. No report of pt injury.